Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: austria. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery that the proximal locking screw was fractured. There was no harm, injury, surgical/medical intervention to patient. The patient is able to ambulate independently and bear full weight but does feel discomfort over the fractured screw site. The surgeon indicated that removal surgery is indicated for a future date; however, no revision procedure has been reported to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d6b, g1, g3, g6, h2, h6, h11. D10 narrative: item: 47-2595-380-09 lot: e22804 item name: bg-znn tibial nail item: 47-2587-005-10 lot: d22002 item name: bg-znn nail cap item: 47-2584-042-50 lot: e22390 item name: screw 5.0x42.5mm item: 47-2584-045-50 lot: d21370 item name: screw 5.0x45mm. Item: 47-2584-042-50 lot: a32623 item name: screw 5.0x42.5mm. Item: 47-2584-045-50 lot: c33127 item name: screw 5.0x45mm. Item: 47-2584-035-50 lot: d21983 item name: screw 5.0x35mm. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery that the proximal locking screw was fractured. There was no harm, injury, surgical/medical intervention to patient. The patient is able to ambulate independently and bear full weight but does feel discomfort over the fractured screw site. Given that no tissue irritation or skin protrusion has occurred, removal is planned for a later date but is not yet scheduled. Further follow up x-rays revealed delayed union which progressed to pseudoarthrosis upon later follow up. An updated report indicated improvement with increasing bone healing after shockwave therapy. Due diligence is complete for this complaint; no additional information or product has been received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: follow up x-rays revealed that the transverse proximal screw had fractured. The patient is able to ambulate independently and bear full weight but does feel discomfort over the fractured screw site. Given that no tissue irritation or skin protrusion has occurred, removal is planned for a later date but is not yet scheduled. The reported event is confirmed by provided patient records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.